Event description:
It was reported to philips that the customer needed a replacement ECG connector assembly, with an unspecified symptom. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.